Event description:
It was reported that calcium gluconate leaked from the bd plastipak¿ concentric luer lock syringe connection to the q-syte during use. The following information was provided by the initial reporter, translated from french: "calcium gluconate was administered to the child. During the passage of the drug, it leaked from the "nussite" and crystallised. Per customer response, the leak was located at the q-syte."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 23-may-2022. Investigation summary: one used sample was provided to our quality team for investigation. Through visual inspection, there is no evidence of a leak, no damage or crack was identified in the syringe barrel, the stopper was correctly assembled on to the plunger rod, and the tip and thread are verified to be properly molded. A device history review was performed for the reported lot 2202021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tip and thread verification. The returned sample underwent these same tests and all results were found to be within specification, no issue was identified that could have lead to the alleged leak. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that calcium gluconate leaked from the bd plastipak¿ concentric luer lock syringe connection to the q-syte during use. The following information was provided by the initial reporter, translated from french: "calcium gluconate was administered to the child. During the passage of the drug, it leaked from the "nussite" and crystallised. Per customer response, the leak was located at the q-syte.".